Event description:
This unsolicited case from united states was received on 07-dec-2017 from a health care professional. This case concerns a female patient who received treatment with synvisc one injection and after 1 day had allergic reaction/ immune reaction, pseudosepsis. Also device malfunction was identified for the reported lot number. Medical history included benign hypertension, depression, fatty liver (abnormal liver function tests), ovarian cyst, hypercholesterolemia, leg cramps (sleep related), mitral valve prolapse, other non alcoholic liver disease, obesity, osteoarthritis (unspecified whether generalized or localized, ankle and foot), pain in joint involving lower leg and sleep disturbance. Surgical history included colposcopy w/bx: 1996, cholecystectomy, endometrial biopsy in 2003, laparoscopic (lap) cyst aspiration biopsy of cyst wall (ovary) in 1991, lap, cyst aspiration on ovary in 1992 and lap knee surgery. Patient was allergic to meloxicam (bilateral leg edema). Patient had never smoked, but was exposed to second hand smoke (previously spouse smoked). Patient had a history of alcohol use and caffeine use (3 cans soda/day). Patient did not use tobacco. Patient had no history of (B)(6). Family history included cerebrovascular accident in paternal grandfather, hypertension in father at the age of 70, myocardial infarction in maternal grandfather and type 2 diabetes mellitus in father at the age of 70. Past drug included amoxicillin. Concomitant medications included omeprazole magnesium, hydrochlorothiazide/lisinopril, ropinirole hydrochloride, ranitidine hydrochloride, gabapentin, melatonin and ibuprofen and aesthetics included ethyl chloride and bupivacaine. On (B)(6) 2017, patient received treatment with intra- articular synvisc one injection, once (batch/lot number: 7rsl021 and expiration date and dose: not provided) in both knee joints for bilateral knee synovitis and bilateral knee arthritis. It was reported that an effusion developed in both knees (more in right knee than left). On (B)(6) 2017, 1 day after the injection, patient had an allergic reaction/immune reaction and pseudosepsis. Patient's left knee began to swell and had lot of pain (constant, stabbing, throbbing dull ache exacerbated by weight bearing and activities of daily living). Patient had to use a crutch to get around. Patient's right knee musculoskeletal exam showed: pain with flexion, tenderness with palpation (anterior, medial and lateral), grade 3 effusion, soft compartments and distal neurovascular status was normal pulses, intact. Left knee musculoskeletal exam showed: effusion, gait: antalgic, pain with flexion, tenderness with palpation (anterior, medial and lateral), grade 2 effusion and distal neurovascular status was normal pulses, intact. On (B)(6) 2017, patient's both knees were aspirated and sent to lab for culture and sensitivity and gram stain. The right knee was productive of 35 cc of amber, slightly cloudy fluid and the left knee was productive of 22 cc of blood tinged fluid. Patient was started on keflex to provide prophylaxis of aspiration procedure of each knee. Patient returned on (B)(6) 2017 and the lab results indicated that the culture is sterile from right knee. Complete blood count showed an elevated wbc count due to increase lymphocytes which was consistent with an allergic reaction or reactive process such as pseudosepsis commonly associated with synvisc injections. It was reported that is symptoms continued, an arthroscopic synovectomy of right knee would be considered. Also reported that the patient had some swelling in the left knee, but the right knee was still painful and swollen and patient also had a circular rash on both knees and that area itched . There was constant pain and swelling in left knee and medial, lateral and anterior pain and swelling in right knee (exacerbated by weight bearing and prolonged activity). There was rash and stiffness in both knees. Patient also had synovitis of right knee. In the future, physician would probably need to go for arthroscopic debridement of joints. Corrective treatment: dexamethasone, triamcinolone, methylprednisolone, keflex, knee aspiration, oxycodone for allergic reaction/ immune reaction and pseudosepsis. Outcome: not recovered for all events an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: required intervention for all events pharmacovigilance comment: sanofi company comment dated 21-dec-2017: this case concerns a female patient who received synvisc one injection from the recalled lot and later had allergic reaction/immune reaction and pseudosepsis. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.